Event description:
It was reported that during the lead implant, it was noticed that there was no anchor sleeve. A backup sleeve included with another lead was used as a substitute and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).